Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The date of issue is an approximation. The patient contacted dexcom to inquire about their device alarm settings. The patient mentioned that due to the alarms not being loud enough, they were found unconscious and unresponsive on 4 separate occasions by a family member. There was no allegation of malfunction against the device as the patient indicated that the device was working as intended and that the alarms needed to be louder. No additional patient or event information is available.